Event description:
During surgery, the tip of the davinci harmonic shear broke in half while being used by the surgeon in the patient's abdomen. We found the detached piece of equipment and removed it from the pt. An x-ray was performed to ensure no pieces remained and the x-ray was clear.